Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures was present in the pump trace download and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio and vibrate anomaly. The device was not making any sound/vibrating when alarming. The device alarmed multiple hardware low level failures during self-test. The device did not pass the audio test. The customer¿s blood glucose during the incident was 230 mg/dl and 360 mg/dl at the time of the call. The customer treated their high with manual injections and the pump. The device will be returned for analysis.